Event description:
It was reported a patient had a vns placed many years back and has since had the device removed but has a little bit of the lead left in. Regarding the patient¿s full generator explant, attempts were made for the reason for explant and the physician replied that the generator was explanted due to positional pain with device. The device was disabled prior to explant. No additional information has been received to date.

Event description:
Additional information was received that the patient's device was explanted due to lack of efficacy patient discomfort. The physician's assessment of the lack of efficacy is that they are a non-responder and were not titrated to therapeutic levels. It was noted they could not increase settings further due to throat discomfort and voice changes. Device was disabled due to lack of efficacy and patient adverse issue.